Event description:
The customer reported the reservoir had occlusion. Customer stated that they received a no delivery alarm during manual prime. Customer was doing a set change when the alarm occured. Troubleshooting was done. Customer's blood glucose was 160 mg/dl. Customer stated they are unable to troubleshoot for a potential reservoir and infusion set issue at the time. Advised the customer to change the entire infusion set system as soon as possible. Customer will call back after they change the infusion set tubing. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).